Event description:
A customer reported an issue with a cartridge not fitting properly on their pump. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to remove an o-ring from the pneumatic tap and clean the area, as well as fill a new cartridge. The caller successfully completed the load process and resumed insulin delivery.